Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience intermittent elevated blood glucose (bg 225-235 mg/dl). Pump supplies were changed and correction boluses delivered to address bg. Pump system check with tandem technical support (cts) found the pump time was not changed during daylight savings. Cts assisted the customer with correcting the time.